Event description:
It was reported in a journal article that a retrospective review of all kyphoplasty procedures performed for solid tumors at a single specialized cancer center between the months of (B)(6) of 2011 was evaluated to determine the incidence of post-kyphoplasty vertebral re-fractures and the effect on patients. According to the article, 92 patients underwent kyphoplasty over the 9 month period. Ten patients were excluded from the study for lack of two-month follow-up or for suffering from myeloma. Ninety-seven vertebrae were treated with kyphoplasty, 61 in male patients, and 36 in females. Average age was 66. Average follow-up was 3.5 months. It was reported that fifteen refractures occurred, causing a decrease of 4.4 mm of vertebra height. No patient complications were reported in the article for these patients and no product malfunctions were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).